Event description:
Request via email from (B)(4) inside sales. The customer called in and stated that the seat upholstery is sagging and she can feel the cross bar under the seat. The customer transfers from a lift chair to the wheelchair. She does not fall into the chair. The plastic side guards started cracking. The cracks are all the way through the plastic. The customer is 50 lbs under the weight capacity of the chair.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.